Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) suddenly lost stimulation. A diagnostic test revealed low impedance readings for several lead contacts. X-rays were taken for further interrogation; however, no visual anomalies were detected. There are also no reported issues with respect to the ipg's ability to communicate with the charging system and pt programmer. Efforts to resolve this matter via noninvasive means have been unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.